Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b8, h6 (component codes). Revert the contents of section d8 to blank.

Event description:
It was reported by the customer through emergency support program that the cardiosave intra aortic balloon pump(iabp) had gas loss alarm. Clinical nurse specialist stated she had been called to the ICU for the same patient had discussed earlier. Nurse stated there had been multiple gas loss alarms, but the bedside nurse had used the iab fill key to resolve it. Esp personal verified there was no blood or discoloration in the helium tubing. When asked, nurse stated the pump had only alarmed gas loss 1 times since using the iab fill key and most of the alarms were in a 10 minute time frame. Esp personal explained the proper troubleshooting for anytime the gas loss alarm sounded, check the helium tubing for blood or discoloration. Press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. Reviewed the nature of this alarm and different clinical possibilities. There was no obvious clinical explanation for the alarm at that time. The balloon was placed axillary, and the disclaimer was provided. Esp only recommendation would be to exchange the pump if the alarm went off more than 2 times in an hour with proper troubleshooting. No harm or injury to the patient was reported.

Manufacturer narrative:
Clinical nurse specialist stated she had been called to the ICU for the same patient had discussed earlier. Nurse stated there had been multiple gas loss alarms, but the bedside nurse had used the iab fill key to resolve it. Esp personal verified there was no blood or discoloration in the helium tubing. When asked, megan stated the pump had only alarmed gas loss 1 times since using the iab fill key and most of the alarms were in a 10 minute time frame. Esp personal explained the proper troubleshooting for anytime the gas loss alarm sounded, check the helium tubing for blood or discoloration. Press the iab fill key for 2 or 3 seconds, press start, and check the helium tubing again. Reviewed the nature of this alarm and different clinical possibilities. There was no obvious clinical explanation for the alarm at that time. The balloon was placed axillary, and the disclaimer was provided. Esp only recommendation would be to exchange the pump if the alarm went off more than 2 times in an hour with proper troubleshooting. No harm or injury to the patient was reported.